Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system (date of procedure unknown). According to the complainant, the patient experienced bodily injuries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.